Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the broken/damaged socket connection could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus a damaged socket connection. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly